Manufacturer narrative:
On 12-jul-2021, it was found that b.1 field on the initial report was filled in error. On 13-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4). B.1. Is product problem was marked in error.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, impaired healing manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with two 375cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral grade IV capsular contracture and impaired healing postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. This report is for the left-sided prosthesis.